Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Medical records confirmed dislocation. Device history record (DHR) reviewed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: part # unk / unknown liner/ lot # unk, part # unk/ unknown cup/ lot # unk, part #unk / unknown stem/ lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00126.

Event description:
It was reported the patient underwent left hip revision surgery due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.